Event description:
Boston scientific received information stating: there were some lead measurement modifcations performed after an x-ray. The patient's automatic implantable cardioverter was reporgrammed . No further details provided. Event date (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).